Manufacturer narrative:
The zoll catheter was returned to zoll on 03/08/2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that the patient was inserted a solex catheter in the subclavian vein without issue. Approximately 12 to 24 hours into ivtm therapy, the thermogard console displayed an airtrap alarm. Upon inspection, swelling was observed on the catheter insertion site. The user cleared the airtrap alarm on the thermogard console. The reporter was unable to specify if the catheter was sutured during placement. Additional information from the nurse stated that the catheter was not placed far enough in the subclavian vein causing poor infusions on the luers through the patient's vein. Following this, ivtm therapy was discontinued and the catheter was removed. Another therapy was used to continue patient warming. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported complaint was not confirmed. A visual inspection of the returned catheter was performed. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. During manufacturing, all catheters are 100 % inspected. Only units that pass are moved to the next process. The customer reported that the catheter was not properly placed, this would account for the reported issue at incision site.